Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump appeared unresponsive during a firmware update, displaying a static progress indicator and not advancing. Symptoms included a temporarily unavailable device. Outcomes included successful recovery after guided troubleshooting, which consisted of uninstalling and reinstalling the ilet mobile app, disconnecting bluetooth, rebooting the pump via a prolonged sleep/wake press while on the charger, waiting for the bluetooth reset interval, and re-pairing the app to the pump; the user then proceeded with the firmware update. Investigation included remote troubleshooting and confirmation of device function via successful pairing and navigation to the main menu. Investigation of this case revealed a transient firmware update stall that resolved with a device restart and reconnection, consistent with a software update interruption rather than a hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was software behavior associated with the update process and issue is resolved via troubleshooting and user continued to use the ilet.